Manufacturer narrative:
(B)(4). Date sent: 11/08/2017. D4: batch # p92v30. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 1 conforming clip inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic right hemicolectomy, the clips were formed in tear-drop shape on the way. Though, the clips were formed properly when the device was fired outside the patient for functionality after the operation. Another device was used to complete the case. There were no adverse consequences to the patient.